Event description:
Catheters from this lot were being utilized for diagnostic cardiology procedures when they leaked air and contrast medium at the hubs when pulling back the plunger of the syringe. There were no reported injuries to any of the pts involved. Note: the pigtail catheters from these multi-paks are the device in question. The customer discarded those catheters used in pts.